Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. Add'l correction/removal reporting#:1627487-12192011-003-r.

Event description:
It was reported the pt's ipg was too shallow, so the physician surgically placed the ipg deeper on (B)(6) 2011. It was reported the pt had effective stimulation coverage postoperative.